Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device was explanted.